Event description:
After implant was completed, the patient presented with a pneumothorax. Physician placed a chest tube and admitted the patient for observation. Patient was released the next day and the issue was resolved.